Event description:
During a review of the programming history data on 08/31/2016, high impedance was recorded on (B)(6) 2015 for an unused model 104 device. It is believed that this generator was used during the patient's surgery on (B)(6) 2015. The surgeon initially attempted to replace patient's generator with a new generator. However, when the lead was connected to the unused model 104, high impedance was observed. As a result, the surgeon had to revise the lead and generator. Since the new lead that was implanted is not compatible with a model 104 device, a new model 106 generator was implanted instead. The unused model 104 generator was reported to have been discarded after the surgery.

Event description:
It was reported on (B)(6) 2015 that a patient was having a replacement and high impedance was observed during surgery so the lead was replaced too. The implant card indicates that the generator was pulse disabled but this was not the reason for the explant as it was indicated by the tc that the generator was not at end of service. The morning of the surgery the patient's device was interrogated and systems performed and 7000 ohms was seen so a full replacement was planned. The explanted devices are not available for return as the explant facility is a no return site. No other additional relevant information is available.